Manufacturer narrative:
The technician found the head up valve is stuck. He replaced the head up valve to repair the bed.

Event description:
Info received indicates the head section is all of the way down and will not go up. It cannot be raised using either the electrical or manual controls.